Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during discharge check, this right ventricular (rv) lead was found to be dislodged due to high thresholds observed. Lead dislodgement was then further verified thru x-ray result. This rv lead was successfully repositioned and still remains in service. No additional adverse patient effects were reported.